Manufacturer narrative:
The investigation was based on the reported information and the returned expiratory valve. The log file of the affected device was not available; as a result, the specific course of events could not be analyzed. A photo of the expiratory valve provided initially from the customer showed a brown liquid on the valve. The returned material was contaminated and could not be reprocessed as it is disposable material. A visual inspection of the valve showed no signs of damage or obstruction. Condensate was found in the expiratory valve, possibly related to nebulized medication use. No mechanical or technical malfunction could be identified. A detailed root cause analysis is not possible due to the inability to reprocess the material and the absence of error logs. The device constantly monitors the ventilation parameters and alarms in case a parameter exceeds the alarm threshold. A functional impairment of the expiratory valve due to a leakage or blockage caused by the liquid residues would be alarmed visually and audibly to alert the user. The IFU cautions the user: ¿aerosols may impair the functional integrity of the expiratory valve. When using medication nebulization, shorten the reprocessing cycles for the expiratory valve.¿ the number of comparable cases, with regard to the root cause, is within the range originally assumed in the underlying risk assessment and is therefore considered acceptable.

Event description:
It was reported that a patient received no more ventilation during use. The patient¿s oxygen saturation reportedly dropped to 40% and the patient became cyanotic. In reaction the user put the patient on a transport ventilator and replaced the circuit including the expiratory valve. No further patient consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a patient received no more ventilation during use. The patient¿s oxygen saturation reportedly dropped to 40% and the patient became cyanotic. In reaction the user put the patient on a transport ventilator and replaced the circuit including the expiratory valve. No further patient consequences were reported.